Manufacturer narrative:
The purpose of this submission is solely to provide a correction of h10. Previous #h10: getinge became aware of an issue with one of surgical lights - powerled. As getinge was informed, the paint was chipping from spring arm. There was no injury reported, however, we decided to report the issue based on the potential risk as any particles falling into sterile field or during procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since paint peeling could be considered as technical deficiency, and in this way device contributed to event. There is no information that the device was being used for patient treatment when the event took place. Comparing the number of complaints registered to number of sold devices, we conclude that occurrence rate is moderate. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance; iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis; paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This even is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Corrected #h10: getinge became aware of an issue with one of surgical lights - powerled. As getinge was informed, the paint was chipping from spring arm. There was no injury reported, however, we decided to report the issue based on the potential risk as any particles falling into sterile field or during procedure may cause contamination. The defective part was replaced and device back to usage. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since paint peeling could be considered as technical deficiency, and in this way device contributed to event. There is no information that the device was being used for patient treatment when the event took place. Comparing the number of complaints registered to number of sold devices (approx. 23281 devices), we conclude that occurrence rate is moderate. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance; iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis; paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This even is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number ot530946.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As getinge was informed, the paint was chipping from spring arm. There was no injury reported, however, we decided to report the issue based on the potential risk as any particles falling into sterile field or during procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since paint peeling could be considered as technical deficiency, and in this way device contributed to event. There is no information that the device was being used for patient treatment when the event took place. Comparing the number of complaints registered to number of sold devices, we conclude that occurrence rate is moderate. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This even is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. The correction of catalog# field deem required. This is based on the internal evaluation. #d4: previous catalog #: ard568421010a. Corrected catalog#: ard568420710a.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled. As getinge was informed, the paint was chipping from spring arm. There was no injury reported, however, we decided to report the issue based on the potential risk as any particles falling into sterile field or during procedure may cause contamination.